Event description:
It was reported the lead impedance was consistantly fluctuating between 650 and 1450 ohms. The lead was partially removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; the analyst noted that there is only one set of setscrew marks on the is-1 connector pin and it is too proximal, which indicates the lead was not fully inserted into the device; proximal segment returned and analyzed.